Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented in the emergency room after receiving a vibratory alert, an alert for high, out of range hv lead impedance was observed. It was noted that the patient had lost 13 pounds within one week prior. No action was taken other than to turn off the patient notifier. The patient will be monitored closely.